Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not deflate. A new inflatable penile prosthesis consisting of a 21 cm x 12 mm cylinders, pump, and reservoir were implanted. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number 72404155. Serial number (B)(4). Batch/lot number 719328009. Gtin 87895300320. Model/catalog description reservoir 65 ml pc/iz. Expiration date 06/25/2013. Manufacturer date 07/06/2011.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not deflate. A new inflatable penile prosthesis consisting of a 21 cm x 12 mm cylinders, pump, and reservoir were implanted. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the suspected cause was a leak which allowed air into the system, damaging the deflate button.